Event description:
Fill volume: 500 ml. Flow rate: 20ml every 6 hours. Procedure: rib fracture. Procedure date: (B)(6) 2025. Cathplace: unknown. Infusion start time: unknown. Infusion stop time: unknown. It was reported, nurse states they programmed pump for a 20 ml bolus. Screen reads 25.3 ml now. They thought pump was not set up correctly so they reprogrammed it. Had her pause pump and press bolus button to review settings. Pib (programmable intermittent bolus) 20 ml every 6 hours with a volume of 500 ml. When she restarts pump it starts infusing and counting up. She will disconnect tubing and press play to confirm dose given is 20 ml and pump stops so patient doesn¿t get medication dose again. Pump went past 40 ml and kept going so did not stop with 20 ml bolus amount. Cautioned that pump was not functioning properly and to please get another pump.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record and UDI are in-progress. All information reasonably known as of 30 dec 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.